Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "high base line errors intermittently". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that "high base line errors intermittently". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of "high base line errors intermittently" was not confirmed upon investigation of the returned sample. The customer returned an ac3 pump assembly (part number 33-3000-001, s/n (B)(6) for investigation. The sample was returned in a brown cardboard box with protective shipping packaging (inp-1, inp-2). Visual inspection of the pump assembly was performed (inp-3 through inp-17) and rust was noted on the mounting screws (inp-16, inp-17). No other abnormality was noted. The pump assembly in question was installed into a known good ac3 for functional testing. The pump was powered up successfully (anp-1). Pumping was initiated (anp-2). The pump with the pump assembly in question passed leak testing (anp-3, anp-4), balloon pressure baseline, and the balloon volume checks. The pump was then left to run for over 2 hours without any issues (anp-5). The pump assembly passed functional test specifications during complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a. Corrected data: n/a.